Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the study, this patient was admitted with acute inferior wall st elevation myocardial infarction (stemi), killip class ii between 24 and 72 hours of percutaneous coronary intervention (pci) . Pre-procedure troponins were elevated > 5 times above the upper normal limits. The patient was given thrombolytics. Angiography revealed a lesion in the mid-right coronary artery (rca) which was treated with a cypher select plus stent. At the 6-24 hour interval post-procedure, ck was within normal limits, ck-mb was not checked and troponin was three times above the upper normal limits. At the 24-hour to discharge interval, ck was less than two times above the upper normal limits and troponin was greater than or equal to five times above the upper normal limits. The event was classified as an inferior wall non-q-wave mi that was target vessel related. It did not require CABG or re-pci. The patient was admitted to one hospital, moved to another hospital for pci and transferred back to the original hospital for recovery. This patient presented to cardiac cath and 1-vessel disease was found. The patient's blood pressure at the beginning of the procedure was 90/67 and the heart rate was 52. The left ventricular ejection fraction (lvef) was not documented. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, integrilin and unfractionated heparin. Percutaneous coronary intervention (pci) was performed on a 95% de novo lesion in the mid right coronary artery (rca) of 16mm in length in a 2.75mm vessel diameter. The (b1) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated and thrombus absent. The lesion was pre-dilated with a 2.5 x 15mm balloon at 14 atmospheres (atm) before a 2.75 x 23mm cypher select plus was deployed at 20 atm by with sub-optimal results. Post-dilatation was conducted with a 3.5 x 15mm balloon at 18 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was documented pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. The patient was discharged five days after admission. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. At the 1-month follow-up interval, the patient was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta blockers. No new adverse events were reported.